Event description:
The manufacturer received information alleging a ventilator inoperable event occurred. There was no harm or injury reported. The trilogy 100 ventilator was returned to the manufacturer for evaluation. Evaluation revealed the device would not power on due to a defective power management board. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury if it were to recur. A report will be filed with all applicable regulatory agencies.